Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an initial implant. During the procedure, it was noted that the patient's atrial lead exhibited failure to sense. Upon several attempts the lead could not be implanted. The lead was not used. The physician implanted a single chamber pacemaker instead to complete the procedure. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.